Event description:
Additional information received indicates that the fracture was confirmed via x-ray and that the patient had reported a few falls prior. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of the patient's leads were fractured. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.